Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) causing the lead polarity to change to unipolar. Intervention was performed and the associated pacemaker was replaced however as of today the ra lead remain in service. No additional adverse patient effects were reported.